Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who had an implantable neurostimulator. It was reported that patient fell, and their buttock was hurting. They noticed the battery was exposed from previous incision site. Patient denied signs or symptoms of infection. The battery was removed. The hcp re-tunneled the lead to a new pocket on the opposite side on patient buttocks. Hcp inserted new battery. The issue was resolved at the time of the report. The old battery was discarded and would not be coming back to medtronic. No further complications were reported.